Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was in critical override. The customer stated that the user was not able to issue medications to the patient during the malfunction and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in critical override. A field service engineer stated that the informatics technician confirmed the issue was resolved after information technology repaired network ports; the station is now fully operational. The system functioned as intended upon inspection and was fully functional.